Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) exhibited low pacing impedance after fixation. While the lp was being repositioned, it snagged on the tricuspid valve area and the helix was stretched. The lp was removed and a different lp was used to complete the procedure. There were no patient consequences.